Event description:
It was reported by (B)(6) that during service and repair pre-testing, it was observed that the trigger/slider was blocked and jammed on the power drive device. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). The device was returned with no alleged deficiency. During service and repair pre-testing, it was observed that the device trigger/slider was blocked, stuck and jammed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.